Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 305 mg/dl and an insulin injection was administered to address the bg level. The customer changed the supplies on the pump; however, the occlusion alarm reoccurred. The customer reverted to using insulin injections to manage diabetes.